Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they had hardware level low level failure alarm during self test. It was reported that they were able to clear and rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.